Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue in (B)(6) 2016. Patient was dilated 4 times prior to explant. Uneventful device explant due to dysphagia on (B)(6) 2016. Linx device found with a significant amount of scar tissue around it. Partial fundoplication performed at the time of explant. Dysphagia immediately improved post-operatively.